Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage was confirmed through the evaluation of the submitted photograph. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted two photographs for review. These photographs showed a section of damaged outer jacket at the terminus of the inline connector bend relief, revealing the underlying armor layer and exposed bionate layer. Clear tape was noted covering the outer jacket closest to the driveline exit site. No wires were exposed, and the damage appeared to be superficial in nature. The root cause of the damage was not able to be confirmed through this investigation. Evaluation of the submitted log files confirmed that no notable events were recorded. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further events reported at this time. No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The hm 3 lvas patient handbook is also currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested for a patient with worsening proximal driveline tear. The patient denies any alarms.. Based on the provided data, there were no pump stops or low speed alarms captured in the event log file that would indicate driveline electrical wire damage. The tears to the percutaneous lead outer jacket were cosmetic only and applying rescue tape was recommended. The event log file did capture cluster pulsatility index (pi) events all throughout the log file from 12may2024 to 15may2024. It was additionally stated that the driveline damage was repaired with rescue tape. It was unknown when the damage was first identified, although it was stated to be known for several months and was evaluated at each clinic visit.